Event description:
The customer reported that the jaws of the device could not be reopened after patient tissue was sealed. It is unknown how the device was removed from the patient tissue, and the patient outcome was not reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.